Manufacturer narrative:
(B)(4). B5: describe event or problem -additional information/correction b6: relevant tests/laboratory data,inclu- correction -disregard previous reporting of unspecified method used to diagnose dka as there are no medical diagnosis related to dka h2: type of follow up - additional information/correction h6: health effect - clinical code -correction to remove 2364 elevated ketones/diabetic ketoacidosis, 4617 life threatening illness or injury, and 4636 unexpected diagnostic intervention from initial MDR diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR a correction is required. It was previously reported that the patient's mother contacted the on call physician after observing symptoms concerning for diabetic ketoacidosis (dka). It was clarified that there was no medical diagnosis of dka. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. At the time event ((B)(6) 2025) the patient was using a betabionics ilet insulin pump. The patient¿s mother transported her to the hospital due to persistently inaccurate and ultimately failed cgm readings. Prior to arrival, the cgm displayed ¿high¿ with no numeric value. Multiple fingerstick blood glucose (fsbg) checks performed at 5¿15 minute intervals showed values of approximately 600 mg/dl or higher. At approximately 7:00 pm, the mother contacted the on call physician after observing symptoms concerning for diabetic ketoacidosis (dka). The physician advised administering 1 unit of insulin and recommended hospital evaluation. The patient arrived at the emergency department (ed) by private vehicle at approximately 7:30 pm. In the ed, the fsbg remained at approximately 600 mg/dl, and the cgm continued to display ¿high.¿ an intravenous (IV) insulin drip was initiated. The patient¿s condition improved with treatment, although specific post treatment bg and cgm values were not recalled, and the cgm was not calibrated. The patient remained in the ER for approximately 3¿4 hours and was then admitted to the intensive care unit (ICU) for two days. She was discharged on (B)(6) 2025. Following discharge, the mother reported that the patient attended a follow up appointment at an unspecified date and an additional follow up visit on (B)(6) 2026, though it was unclear if this visit was directly related to the hospitalization. At the time of the report, the patient was stable with no ongoing symptoms or treatments. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.